Event description:
It was reported that the pump usb port was observed to be damaged, and pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump, and had an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.